Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical inspection confirms the tip is not broken; approximately ~3 mm of the tip has been worn, with the last ~1mm of the tip plastically deformed, with minute pieces missing. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the driver was being used to tighten a domino connector and the driver tip rounded, bent and twisted off. No co mplications were observed or noted as a result of the instrument breaking.